Event description:
Healthcare professional reports 4 blood leaks into the dialysate noted near onset of pt treatment. Healthcare professional reports dialyzers reused. Healthcare professional reports no pt injury.